Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was found to be deployed. The stent was found to be intact. (The stent was deployed by the operator after the procedure). The distal end of the sdw was found to be kinked/bent. The tip of the sdw was found to be broken/fractured. Functional inspection: stent failed/unable to deploy functional test: unable to perform as the stent was found to be deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was maintained for the duration of the procedure and the patient's anatomy was described as 'moderately tortuous'. It is reported that 'delivered a microcatheter and then prepared and delivered a stent to the lesion. When deploying the stent, half of the stent was deployed and then the microcatheter could not be retracted and the stent could not be pushed out. After several tries the operator still not able to deploy the stent completely so withdrew the stent and the microcatheter out of patient's body'. Excessive force was not applied at any point while advancing the stent within the microcatheter. The stent delivery microcatheter was not retracted in a continuous movement while maintaining the position of the stent delivery wire. This is a very important step when deploying the neuroform ez stent and is listed in the dfu. The stent was returned for analysis deployed. Per the gfe follow-up questions, this deployment did not occur inside the patient's body, but was deployed on purpose by the operator after the procedure. The stent was undamaged. The distal section of the stent delivery wire (sdw) was noted to be kinked/bent during analysis and the tip of the sdw was broken/fractured. The introducer sheath was not returned for analysis. The as reported 'stent failed/unable to deploy' will be assigned not confirmed and the as analyzed 'sdw kinked/bent' and 'sdw broken/fractured during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the stent delivery wire was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.